Event description:
The customer states that while troubleshooting a sample pipetting error on the architect i2000sr analyzer the flush fluids procedure was recommended by the abbott customer technical advocate. During this procedure, the stat probe crashed against the wash station and became bent, spraying architect wash buffer into the customer's face and eyes. The customer was not wearing any personal protective equipment except for a lab coat. The customer rinsed their eyes with water and no medical attention was sought. The customer continued working that day. There was no reported impact to patient management due to this issue.

Manufacturer narrative:
(B) (4). The customer replaced and calibrated the architect stat probe. Subsequent instrument operations and test results were acceptable. The customer required no further assistance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue. The architect system operations manual ((B) (4)) may, 2008) provides information regarding operational precautions and limitations and hazards - operator responsibility. The customer was re-trained on the need to use personal protective equipment as per the system operations manual. Based on the available information, a product malfunction was not identified.